Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during testing, the pump was unable to power on. The pump was opened and a failure was found on the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a failure on the internal circuit board. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.